Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. There was no adverse impact to the customer¿s blood glucose value. Tandem clinical support educated the customer to not be connected to the pump during the fill tubing process.